Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Was received from a medtronic representative regarding a patient who was implanted with an unknown implantable neurostimulator (ins) it was reported that was an impedance. No symptoms were reported and no further complications were reported or anticipated.